Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a downstream occlusion due to an air bubble in the seal and a decalibrated sensor. The downstream occlusion seal was replaced, and the downstream occlusion sensor was recalibrated. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was an occlusion alarm and change of the battery. There was no patient involvement.